Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage (the location of hole is unknown) was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that there is a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. When loading the tubing set into the irrigation unit, the tubing should be slightly stretched so that the tube/connector transition area does not come in contact with the slot edges. Allow then the tubing to relax into position inside the slot hole, which accepts the connector. This will minimize any abrasion of the silicone tubing during loading. Note: this tubing was used with a ji2000 which is not recommended for use with this tubing set. The lot number was not reported; therefore, it is not possible to review the device history records. We will continue to monitor for this or similar complaints for this product code and lot. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.